Event description:
Home health rn reported pump malfunction stating it flashed green throughout the infusion and the only alert was the infusion complete beep. Home health rn reported no fluid was actually given to the pt. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard s/d - 30mg. Gammagard s/d indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.